Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the image was not displayed because the video communication could not be transmitted to the processor due to cable damage. The cable damage is likely due to user handling. Regarding the cable damage, the following verbiage is identified within the instruction manual, which may prevent the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Communication with the customer conveyed that the device was sent in for repair due to unknown issue. Customer stated that it was suspected that the device issue was due to mishandling of the staff (user facility) . The subject device was received and evaluated at olympus service repair site. Inspection of the device found with no image due to faulty cable unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return for service repair and inspection the device was found with no image due to faulty cable unit. There is no patient involvement associated on this reported event. No user injury reported.